Event description:
Pt's implanted hakim valve is reported to have spontaneously re-programmed as many as 5 times. Successful re-programming have been carried out with proper results being verified on post-change x-rays. Pt's family member is concerned that pt is being exposed to outside magnetic force which is causing the re-programming. Family member has asked codman to identify device to monitor magnetic fields so that the cause of these re-programmings can be identified. Device remains in pt.